Manufacturer narrative:
H1: correction as this event is a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: correction b5: the reported event is an under infusion of heparin. Correction: f10/h6: medical device problem codes. Additional information b5: the nurse noted that the heparin bag had not gone down much after additional bolus doses were given. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused heparin. The heparin was programmed to infuse at 800units/hour and increased sequentially to a rate of 1550units/hour due to subtherapeutic labs. The pump was exchanged and the rate was decreased to compensate for supratherapeutic lab levels. No further information was available at the time of this report.